Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information was received. The intraocular lens was not explanted; only vitrectomy surgery including anterior chamber wash was performed for endophthalmitis.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. No sample was returned, but the customer provided a photo of the issue. Photo shows a piece of foreign material in the eye of the patient. The identity of the material is unclear from the image. While the photo confirmed, the presence of foreign material in the eye of the patient, the root cause of the customer's complaint could not determine conclusively where the material/substance in the eye originated from. Additionally, the report of endophthalmitis cannot be confirmed, based on the available information. The physical sample was not returned for root cause evaluation. No action will be pursued at this time for this occurrence. Complaints are continuously monitored to identify product and/or process areas where debris is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper personal protective equipment (ppe) and maintaining clean work areas. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported he observed a foreign material in the left eye one day postoperatively following a cataract procedure. The patient developed postoperative endophthalmitis eight days postoperatively. The surgeon performed an intraocular lens explantation, removed the foreign material (translucent, round and 2-3 millimeters in size), cleaned the anterior chamber and performed a vitreous procedure was performed eight days after the initial cataract procedure. The surgeon indicated the patient has recovered however a corneal erosion was observed and the vision was poor.